Event description:
It is reported that in 2009, the pt had a total hip joint replacement using a hohmann retractor from zimmer. Eight days later, it was identified by csr aide that the tip was broken off of the instrument. The 8mmx4mm piece was identified on pt x-ray.

Manufacturer narrative:
Evaluation summary: no info is included regarding how the retractor was used during surgery (or used in other procedures). Also, no product was returned for evaluation. Therefore, it is not possible to determine the root cause of product failure. Evaluation: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.